Manufacturer narrative:
The marksman catheter was returned for evaluation. As received, the catheter was observed to be separated into two segments. The distal segment with the flow diverter delivery system was within the distal segment of the marksman catheter. At the distal segment of the marksman catheter, the flow diverter braid was observed to be partially deployed from the catheter tip. When the distal and proximal segments of the marksman catheter were measured, the working length of the catheter was longer than the catheter specification. The marksman catheter was observed to be stretched. Kink and accordion damage were observed at sections near the tip of the distal segment. The marksman catheter could not be tested further due to its damaged condition. Based on the analysis findings and the event details, the report of resistance and catheter separation were confirmed. It is likely that the patient¿s severe vessel tortuosity and that the catheter not being flushed continuously with heparinized saline led to the reported resistance. This subsequently caused the flow diverter delivery system to become stuck within the marksman catheter. In addition, the damage observed suggest that excessive force was used (pushing and pulling). Per our instructions for use (IFU): ¿never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ all products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received information regarding a marksman tear during a procedure. This patient had a cerebral aneurysm with medical history of abducent paralysis. The patient was undergoing flow diversion treatment for a cerebral aneurysm. The internal carotid artery c4 through c5 was severely tortuous. It was reported the devices were prepared according to the IFU. Marksman catheter was not flushed continuously with heparinized normal saline during the procedure. It was reported that during the flow diversion procedure, the flow diverter became stuck in the marksman catheter. The device was unable to come out of the marksman catheter tip. Strong resistance was met and the tip of the pipeline was slightly frayed. It was reported that the proximal section of the catheter was torn. A new marksman catheter and flow diverter were used to treat this patient. There was no reported of injury to the patient associated with the reported incident.